Manufacturer narrative:
Based on the claim against the product by the customer noting bipolar issue, an investigation was completed to determine the cause of this reported event. An intuitive field service engineer (fse) went onsite and the customer reported complaint was reproduced. The fse replaced the e-100 generator to resolve the issue. System tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-100 generator was analyzed and reported failure was confirmed. The e-100 was installed into the test system and it failed. The power led turn red and bipolar led was not turn on, it did not cut/seal. The complaint regarding bipolar power issue with e-100 was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the e-100 had no bipolar power and the bipolar energy stopped working. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.